Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior cervical spinal fusion. It was reported that the set screw spun inside the multi axial screw during final tightening. The set screw was removed and replaced. The surgeon removed crosslink and associated set screws, replaced them with regular set screws, abandoning the screw to screw crosslink. A rod to rod crosslink was attempted but the size of the construct would not allow for the placement of it. No patient complications were mentioned.

Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.